Manufacturer narrative:
Occupation: (B)(6). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that the patient's right common iliac artery ruptured during a standard evar procedure. The procedure was planned to treat abdominal aortic and right common iliac artery (cia) aneurysms. The right cia measured 20mm in diameter with a lumen diameter of 16mm. The distal right cia measured 16 to 18 mm and tapered to 12mm, so a 24mm zsle was planned to be used. The physician initially wanted to land in the external iliac artery (eia), but the relatively healthy patient requested to preserve their internal iliac artery (iia) in order to maintain an active lifestyle. Part of the right distal seal zone was aneurysmal, however due to the patient's age, they were not eligible for an open repair. After bilateral femoral cutdowns were performed, the physician noted that the vessels were very pliable and not healthy. An 8 fr access sheath was used and created a vessel dissection at the access site. The physician went back and sewed the vessel around the sheath. There was some difficulty advancing the wire guide on the right side, however there was no difficulty advancing the zsle-24-56-zt. The devices were deployed successfully and a coda (32mm) balloon molding was performed. A possible type 1a or type 2 endoleak, as well as a contrast "blush" in the right cia originating from the distal zsle graft (type 1b endoleak), was observed on the final angiography run. There was no evidence of a rupture at that time. The possible type 1a endoleak was attributed to inadequate initial ballooning in the proximal seal zone. This endoleak may have also originated from the lumbar artery. The type 1b endoleak was a known possibility prior to the procedure due to an aneurysmal seal zone. "They were aware the distal right zsle graft was going to land in the cia aneurysm." The physician then performed more aggressive ballooning in the tffb proximal seal zone and right zsle distal seal zone to establish a seal. The ballooning was described as "not very hard." After completion of the additional ballooning, a second angiography run confirmed that the proximal type 1a and type 2 endoleak were resolved. Vessel rupture was then observed at the level of the distal right cia/iliac bifurcation, above the hypogastric (iia). While expanding the balloon in the distal seal zone, the graft "opened" and was observed to expand to its full diameter at the vessel taper. The physician inserted the coda balloon to stabilize the patient. Once stabilized, a coil embolization of the iia was attempted, but was too difficult to access. After one hour attempting the embolization, the patient starting losing blood pressure. A zsle-20-56-zt was placed to extend into the eia and cover the rupture. After the additional zsle graft was placed, the anesthesiologist could not detect a pulse and the patient died. It was later reported that no areas of stenosis required ballooning prior to the procedure there was no evidence of rupture while advancing the delivery system. The main body was inserted on the left side. No part of the coda balloon was inflated outside of the distal graft.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. Providence medford informed cook on 07dec2020 of an incident involving a zenith flex with spiral-z technology aaa endovascular graft iliac leg ((B)(6)) from lot 8593852. It was reported that during the treatment of a type 1b endoleak during the initial implant procedure, the patient's right common iliac artery ruptured. The patient reportedly experienced died after a drop in blood pressure. A review of the complaint history, device history record (DHR), instructions for use (IFU), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, pre-implantation cta imaging was provided to cook and submitted for expert image review. The imaging was unable to confirm a type 1b endoleak, as the event would not have occurred at the time of the imaging. However, it should be noted that a right common iliac artery (cia) pseudoaneurysm was observed, rather than a true aneurysm. This is a common location for pseudoaneurysms from plaque ulceration with contained dissection/ intramural hematoma. Based on the size of the cia lumen, the device was determined to be oversized, increasing the likelihood of a type 1b endoleak to occur due to resulting pleats and a negligible seal zone. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the dhrs for the reported complaint device lot (8593852) and the related subassembly lot revealed no recorded nonconformances. It should be noted that zsle- devices are distributed via one-device lots, giving no indication of nonconforming product in house. A database search did not identify any other events associated with the reported device lot. As there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, cook has concluded that there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling. The product IFU, t_zaaasz_rev3 ¿zenith spiral-z aaa iliac leg with the z-trak introduction system,¿ provides the following information to the user related to the reported failure mode: ¿4 warnings and precautions: 4.1 general: ¿ additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. 4.2 patient selection, treatment and follow-up: ¿ zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. 4.3 pre-procedure measurement techniques and imaging: diameters: utilizing CT, diameter measurements should be determined from the outer wall to outer wall vessel diameter (not lumen measurement) to help with proper device sizing and device selection. 4.4 device selection: ¿ strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size (table 10.5.1). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure: ¿ inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. 5 adverse events: 5.2 potential adverse events adverse events that may occur and/or require intervention include, but are not limited to: ¿ endoleak. 11 directions for use: 11.1 zenith spiral-z aaa iliac leg system: 11.1.7 molding balloon insertion: 5. Expand the molding balloon with diluted contrast media (as directed by the manufacturer) in the area of the most proximal covered stent and the infrarenal neck, starting proximally and working in the distal direction. 6. Withdraw the molding balloon to the ipsilateral limb overlap region and expand. 7. Withdraw the molding balloon to the ipsilateral distal fixation site and expand. 8. Deflate and remove molding balloon. Transfer molding balloon onto the contralateral wire guide and into the contralateral iliac leg introduction system. Advance molding balloon to the contralateral limb overlap and expand. 9. Withdraw the molding balloon to the contralateral iliac leg/vessel distal fixation site and expand. Final angiogram: 1. Position angiographic catheter just above the level of the renal arteries. Perform angiography to verify that the renal arteries are patent and that there are no endoleaks. Verify patency of internal iliac arteries. 2. Confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers. Remove the sheaths, wires and catheters. Note: if endoleaks or other problems are observed, refer to the suggested instructions for use for the zenith aaa endovascular graft ancillary components. 12imaging guidelines and post operative follow-up: 12.1 general: ¿ all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. 12.2 additional surveillance and treatment: additional surveillance and possible treatment is recommended for: ¿ aneurysms with type I endoleak¿ based on the information provided, no product returned, and the results of our investigation, a root cause for this event has been traced to unintended use error, as the device was oversized. Additionally, the patient's condition is a likely contributing factor. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: product lot # (MDR), expiration date, product lot #, UDI, patient code. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Additional information was provided on 17dec2020 by the sales representative. The cause of death was determined by the physician to be "electromechanical disassociation due to blood loss anemia from ruptured iliac artery aneurysm".